Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered for the integrity of the right ventricular lead. The lead was noted to have a pacing impedance drop to low impedance. Short v-v intervals and non-sustained tachycardia episodes were also noted. The lead remains in use. No patient complications have been reported as a result of this event.